Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue; cs (069). This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: review of the black box data and alarm history did not reveal any records of call service alarm 069. There was no data available from the time of the reported complaint because the data had been overwritten due to continued patient use. On investigation, the pump powered on properly without alarm and was exercised for 24 hours without call service alarm occurrence. Investigation did not confirm or duplicate the alleged call service alarm issue. The pump was found to be operating within the required specifications without malfunction.